Event description:
The company was notified that the patient's system was explanted because the leads were protruding through the skin of his forehead and cheekbone. This system was implanted by the surgeon for an off-label application. The patient was not re-implanted.